Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm has power but the lcd display goes blank when pressure is taken off the pad and the sound begins to die out gradually. The led indicators do not work. There is no visible damage to the unit. The 8308 sensor pad was not returned. (B)(4).

Event description:
The customer reported that the alarm has no power when tested with new batteries. There is no damage to the battery door and no wires are loose. They are using the 8308 sensors with the alarm. There was no visible damage to the outside of the alarm. There was no patient injury reported. Inspection shows that the lcd display goes blank when pressure is taken off of the pad and the sound begins to die out gradually. The led indicators do not work.